Event description:
It was reported that during a supply change and rewind step, the ilet displayed alert 67 followed by alert 39, and alert 67 persisted after multiple restarts; the user was instructed to shut down the device, revert to alternative therapy, and a replacement device was provided. Symptoms included no reported changes in blood glucose and no injury. Outcomes included temporary interruption of pump therapy with continued cgm use and maintenance of glycemic control per user report. Investigation included the collection of event details and the coordination for the return and analysis of the original device. Investigation of this case revealed device malfunction consistent with insulin delivery motor shaft encoder failure and power regulation fault during boost operation, implicating internal pump drive and power management components. It was concluded, based on previously established findings for similar reports, that the cause was a device-related mechanical and electrical malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.